Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the final test was interrupted with display of "unable to set device cal mode". The technician attempted to acquire the log with the service tool, but the log could not be acquired. The log data was transferred to the usb, but "failed" was displayed. It has been determined that display board was faulty. The technician recommended replacing the display board to address the issue. No further investigation is required at this time. Additionally, the air inlet foam filter and particle filter were replaced to prevent failure. Periodic maintenance 1 was performed. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.